Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured at the (B)(4)cm mark. The shaft material at the site of the fracture appears melted. The customer's reported complaint description of a fiber fracturing is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of (B)(4)cm." Another possible factor could be that the fiber may have struck a hard surface while in the procedure room. If this did occur and go unnoticed, the fiber would have been used for treatment and while traveling through tortuous veins could have broken at the site where it was struck. Although neither of these theories can be definitely determined, it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2016, a (B)(6) year old, male patient presented for an endovenous laser procedure. During the procedure, it was noted the laser fiber appeared burnt and melted. There was no report of the laser fiber fracturing off inside of the patient. The procedure was not completed due to this event. It was reported the patient suffered no harm or injury due to this event. The disposable device has been returned to the manufacturer for a device evaluation.